Event description:
I have a marker in my left breast I don't know what kind it is. I got it back in 2016 I believe cause I had to have a biopsy. Had a lump in my breast. I get pain in my breast and my nipple and areola get really tender and hurt also. The marker is still there. It's been going on for a few years now but I just though it was normal until someone told that it's probably not normal to have pain.